Event description:
It was reported that this pacemaker had difficulties being interrogated. Technical services (ts) transferred the health care professional (hcp) to page a local representative. The device remains in use. No adverse patient effects were reported.